Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the no delivery test due to prime anomaly. The pump was received with cracked display window corner, battery tube threads, reservoir tube lip, and belt clip slot and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer treated with the pump. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer stated that the issue has not been resolved. The customer has tried different cannula lengths. The customer stated that the tubing is not bent or kinked. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.